Manufacturer narrative:
Report confirmed. Evaluation determined the tool fractured ~1¿ from the tang end. The fracture is planar and perpendicular with the axis of rotation and the location is consistent with where the installed tool exits from motor collet. The fracture shape is consistent with a failure from bending. The likely cause was identified as use of the tool with only a motor, and no attachment. The motor was running with the tool installed, but no attachment was used. As the tool rotated, it ran against the inside edge of the collet bore and fractured. The user manual contains the following warning ¿do not use an attachment and dissecting tool combination that results in tool flail or excessive vibration.¿ without the use of an attachment, a combination (of only a motor and a tool) results in flail. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
It was reported the tool broke during the procedure. There was no harm or injury to the patient. The tool was replaced, and the procedure was concluded without issue.